Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, serial# unknown, product type: accessory; product ID neu_stylet_acc, serial# unknown, product type: accessory; product ID 3387, lot# va0kc0b, product type: lead. (B)(4). Analysis of the lead found the proximal end of the lead stretched.

Event description:
It was reported that during a unilateral lead placement on the date of this report, it was noticed that the distal tip below electrode 0 was bent. The surgeon had not wanted to implant the lead so a second lead was opened from the same lot and the second lead had the same problem. Visual inspection indicated that contact 0 looked normal but the distal rubber portion under the 0 contact looked bent. Both leads would be returned. A lead connection check was not performed. No mishandling had been observed during removal of the leads from the packaging. It was determined that the lead had been bent in the packaging. The leads were not implanted and there was no patient involvement. A lead with a different lot was used. There was no patient injury or patient death.